Event description:
It was reported that the patient experienced dizziness and difficulty walking following a CT scan on 2011 (B)(6). The stimulator was on during the procedure. The patient reported that it felt like she was intoxicated. The patient fell on 2011 (B)(6). Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2012-00060

Manufacturer narrative:
Implantable neurostimulator (ins): model 37602 serial # (B)(4), implanted: 2011 (B)(6), explanted: unk. Patient programmer: model 37642, serial # (B)(4), implanted: na, explanted: na. Lead: model 3387, lot # j0306938v, implanted: 2003 (B)(6), explanted: unk. Extension: model 7482, serial # (B)(4), implanted: 2003 (B)(6), explanted: unk. Extension: model 7482, serial # (B)(4), implanted: 2003 (B)(6), explanted: unk. Lead: model 3387, lot # j0236982v, implanted: 2003 (B)(6), explanted: unk.

Event description:
Follow up information received reported that it was unknown as to the cause of the event. The patient outcome was reported as recovered without sequelae.